Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
Gtin: (B)(4). The device manufacturer date is not known. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The initial failure of the device was alleged as cracked/peeling insulation at shaft, but upon further investigation it was confirmed that the actual failure was no problem found. The confirmed failure mode does not constitute a breach insulation. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life.

Event description:
It was reported the insulation is compromised.